Event description:
The device was used during an endoscopic bullectomy procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.